Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported e216 connection error could not be determined, however, the issue was likely the result of breakage or disconnection of the image sensor unit due to stress of repeated use, external factors, handling, or failure of the circuit board. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿. ¿inspection of the endoscopic image¿. ¿confirm that the wli and nbi endoscopic images are normal¿. ¿ before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities¿. Olympus will continue to monitor field performance for this device.

Event description:
Addition event information reported by the customer: the procedure was completed with another scope. There was no procedural delay (scope replacement time). A pre-use inspection of the device was performed.

Event description:
The customer reported to olympus, that the endoeye flex deflectable videoscope had an e216 error. The issue was found during the preparation of an unknown therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the adhesive on a bending rubber has a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.